Event description:
Caller reported that the tracheostomy tube has a leaking cuff that is leaking into the inside of the tracheostomy tube. The caller reported that the pt replaced it with a different tracheostomy tube.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided, and the manufacturer will review the lot history records. If the tube is returned, and failure investigation results provide new or significant info, a follow-up report will be submitted.